Event description:
It was reported to nova biomedical that a consumer continued to get higher than expected results throughout the day. It is unk if the consumer administrated any insulin based on the high results. The consumer's spouse reported that the consumer experienced a hypoglycemic event requiring medical intervention. When the emts arrived they tested the consumer getting a result of 33 mg/dl on their unk blood glucose meter. The emts tested the consumer on the nova paradigm link meter getting a result of 311 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.